Event description:
The facility had indicated that the pt had a pre-existing condition of a capsular tear prior to lens implant. The surgeon made the decision to attempt to implant the lens but had to remove it due to the capsular tear. The surgeon had to enlarge the incision to remove the lens and an anterior vitrectomy was performed. The surgeon then applied sutures.